Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1wtsb implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead product ID 3889-28 lot# va1wtsb 2019-04-24 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was an incisional wound opening and the ins came back out and got infected. They ended up having the ins and lead removed. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Event description:
Patient responded to a letter and indicated the affected devices were returned to the va. The circumstances that led to the infection was the device started coming out; it moved. The infection was resolved with medication. Later on that day, an hcp called in saying the ins/lead was removed and the electrodes were left in the patient. The call center reviewed MRI of the lumbar (not related to device/therapy) could result in tissue damage since the patient has electrodes remaining in their body. No further patient complications have been reported as a result of this event.